Event description:
On 6/30/2022, it was reported by an arthrex employee via email that an ar-8400ex excalibur produced debris. The surgeon placed it in the handpiece and started resecting the tissue when the blade release debris in the joint. The excalibur was removed from inside the patient and with the help of aspiration and washing clean the joint space, the surgeon was able to get rid of all the residue. This was discovered during a knee arthroscopy procedure on (B)(6) 2022. Additional information received on 7/5/2022: the case was completed with another ar-8400ex excalibur and no further issues were reported.

Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the shaver tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified